Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. A device inspection was not possible since the affected devices were not returned. Photos of explanted devices are not sufficient to carry out product inspections. No defect could be noticed on the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided the complaint report will be updated.

Event description:
Revision shoulder replacement. Anatomic replacement removed as part of two stage revision procedure. 3 implants removed. Primary surgery took place in 2021. Glenoid component was loose causing the need for revision surgery for unknown cause, surgeon testing for infecting. Humeral components were stable but everything was removed to clear infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision shoulder replacement. Anatomic replacement removed as part of two stage revision procedure. 3 implants removed. Primary surgery took place in 2021. Glenoid component was loose causing the need for revision surgery for unknown cause, surgeon testing for infecting. Humeral components were stable but everything was removed to clear infection.